Manufacturer narrative:
The device ro 10 010 has been inspected for investigation purpose. The tests performed confirmed that the pc hard drive was damaged during shipment. As repair, the damaged part was replaced. The internal complaint reference is the following: (B)(4).

Event description:
Before the surgery, the computer would freeze, and would need to be restarted. It was identified that the pc was non-functional. The surgery was cancelled.

Manufacturer narrative:
This is a duplicate complaint. The injury is reported under complaint (B)(4). The complaint (B)(4) is associated with manufacturer report number: 3009185973-2017-00239.